Manufacturer narrative:
(B)(4). The device was manufactured between october 14, 2013 and october 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photograph of the affected sample was provided for visual inspection and the reported issue was verified. However, as the actual device was not returned for evaluation, a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor was leaking. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A photo was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.